Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the door was adjusted and the rotor offset performed, which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there were problems with the gantry door. There were loud noises during door opening, and then the gantry door could not be opened or closed. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: on site no one was able to open or close the door. Potential cause was reported as: maybe someone drove into the operating room with the gantry against the door spar. User don¿t know how it happened. It could be, that someone drive through the wall.